Event description:
I recently switched from the dexcom g6 to g7, using the tandem t slim as an integrated system. One night I was given 10 units during the night, and I woke up very low. I treated the hypoglycemic episode for over an hour with glucose until I knew it was safe to go back to sleep. 10 units is enough to kill me. I reported it to tandem and dexcom. They told me it was my fault and that I had given myself too much. I called dexcom on (B)(6) and again on (B)(6) again, two nights in a row, I woke up at 4am with the g7 telling me I had a blood sugar of 56 going down rapidly, then it went down to no number like I was so low it didn't register. However, I didn't feel low so I checked it with a glucometer and I was a 137. Not even low. The same thing happened the next night again at 4am. I called dexcom and told them that I didn't trust the g7 anymore but I couldn't get a new shipment of the g6 for two weeks. I asked them to over night me 2 g6 sensors but they refused. They said they didn't send replacements because a patient wanted to change. I explained that I had 3 incidents in the middle of the night and I no longer trusted the product. This was an emergency. However, they still refused. I was shocked that they would not overnight me the g6 that I trusted. Then, I received an urgent email from tandem stating they had reports from users that the product was over correcting with too much insulin. They said they did not have any reports of deaths. It was not my imagination; I did not give myself that extra insulin. It was a problem with the software.